Event description:
Additional information was received. A follow up visit was performed. At 1.1 joule the a shock impedance measurement of 39 ohms was displayed. In addition, after the shock, a normal measurement was obtained. A decision was made to leave this system implanted and no changes were made.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed out of range shock impedance measurements were displayed. These measurements had been increased since this chronic lead was reconnected to a replaced device approximately nine months ago. No shock therapy had been delivered since this device was implanted and all other measurements were within normal range. The physician was informed of this measurement and a follow up will be performed in the near future. No adverse patient effects were reported.